Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a dark display. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) reported that the customer's device had a dark display. The customer reported that the device had a first generation user interface (ui) assembly. The rse recommended that the customer replace the ui assembly. The customer was provided with the part ID for a replacement. The repair for this unit cannot be conducted at this time due to the part(s) being on backorder. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. When the part(s) become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00155. All information from the original report(s) has been transferred to this report.